Manufacturer narrative:
An event regarding instability involving a triathlon cr x3 tibial insert was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event of revision was confirmed as the revision implant sheet was provided. However, the exact cause of the revision could not be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
A size 4x11mm x3 cr tibial bearing insert was removed and replaced with a size 4x16mm x3 cs tibial bearing insert. Revision due to left knee instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A size 4x11mm x3 cr tibial bearing insert was removed and replaced with a size 4x16mm x3 cs tibial bearing insert. Revision due to left knee instability.